Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 6 mdrs filed for the same patient (reference 1825034-2013-02167 / 02172).

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2002 and a right total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012 due to patient allegations of pain and adverse reactions to metal debris. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information provided in patient medical records indicates that the revision that took place on (B)(6) 2012 was due recurrent dislocations of the left hip. Revision operative notes report no infection and a well ingrown cup. The cup, head, and taper liner were removed and replaced. There has been no additional information received regarding the right hip implant.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2002 and a right total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012, due to patient allegations of pain and adverse reactions to metal debris. It is unknown which side was revised. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.